Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula deployed and the pink slide was visible, but not completely; this indicates a needle mechanism failure. The patient was unsure if the cannula inserted properly. No impact to the patient's glucose level was reported. The pod was worn between 4 and 24 hours and upon removal the patient noticed leaking and the cannula appeared bent.

Manufacturer narrative:
The pod arrived fully deployed, delivering over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism. The pod functioned as intended. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path found no evidence of the reported leak.